Event description:
Heartmate ii left ventricular assist device (lvad) with recurrent gastrointestinal bleed post vad presents with near-syncope in the setting of hemoglobin 5.6, international normalized ratio (inr) 1.4, octreotide 100 mcg three times per day, + pulsatility and absence of aspirin therapy. Six units of transfused blood were required over the hospitalization. Endoscopic evaluation included colonoscopy and egd push enteroscopy which both failed to identify a bleeding source. No heparin bridging prior to discharge. Patient declines the total removal of coumadin therapy due to concern for stroke risk, so we follow patients inr for personal goal of inr no greater than 1.5.